Event description:
It was reported that "after the tavr procedure the physician went to deploy manta, and performed deployment steps properly, the device was deployed and no blood was present at the skin level. A dsa was taken to show there was a partial blockage of the vessel , with limited flow distally. It was the opinion of the vascular surgeon to cut down. The cardiologist was unable to try and remedy the situation with any other steps. A cut down was performed and when the vs was performing the cut down, doppler pulses were present distal to the manta. The manta was explanted. The patient was reported as fine post the procedure."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after the tavr procedure the physician went to deploy manta, and performed deployment steps properly, the device was deployed and no blood was present at the skin level. A dsa was taken to show there was a partial blockage of the vessel , with limited flow distally. It was the opinion of the vascular surgeon to cut down. The cardiologist was unable to try and remedy the situation with any other steps. A cut down was performed and when the vs was performing the cut down, doppler pulses were present distal to the manta. The manta was explanted. The patient was reported as fine post the procedure."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The additional information indicated that the manta was deployed at the measured deployment depth and was positioned correctly in the vessel. No applied compression was observed during anchor deployment. No excessive downward force with the blue lock advancement tube was observed. Immediate hemostasis was achieved. A surgical cutdown was performed, and the manta was explanted. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.